Event description:
It was reported the pt experienced an increase in pain after several falls which were reportedly caused by newly prescribed sleeping pills. A dye study was performed, which showed the catheter was approx 1.5 vertebral bodies lower than the original implant tip location. It was stated a catheter revision was performed on (B)(6) 2010 and a new catheter was implanted. The medication being delivered via the device sys was dilaudid 1 mg/ml at a rate of 0.2 mg/day. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). The catheter has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.